Manufacturer narrative:
Clarification: (temperate alarm occurred due to pump being hot, this is an expected operation of the device). Remove code (B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became hot to touch. Subsequently, a temperature alarm occurred. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was 66 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.